Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor experienced signal loss while used with the ilet bionic pancreas, and the user was assisted in restarting the sensor by toggling the cgm setting, with instructions to call back if glucose readings did not resume. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact to the user¿s health and no hospitalization. User support included remote troubleshooting and user education to reestablish pairing and data transmission. Investigation of this case revealed a communication or pairing issue between the cgm and the ilet consistent with a not paired condition; device hardware failure was not indicated. It was concluded, based on previously established findings for similar reports, that the cause was user-system communication interruption resolved through standard troubleshooting.